Event description:
This prospective pregnancy case describes the occurrence of pregnancy with contraceptive device ("patient with prior essure placement and subsequent pregnancy") and embedded device ("device was found to be embedded in the posterior myometrium") in a female patient who had essure inserted. Literature reference: mcdonald kd, bardawil e, nijjar j, chohan l, laparoscopic and hysteroscopic essure removal, journal of minimally invasive gynecology, 2018, 25: 7. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery and surgery. The pregnancy outcome was unknown to the reporter. The reporter considered embedded device and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This literature case describes the occurrence of pregnancy with contraceptive device ('patient with prior essure placement and subsequent pregnancy') and embedded device ('device was found to be embedded in the posterior myometrium') in a female patient who had essure inserted. Literature reference: mcdonald kd, bardawil e, nijjar j, chohan l, laparoscopic and hysteroscopic essure removal, journal of minimally invasive gynecology, 2018, 25:7. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the pregnancy with contraceptive device and embedded device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered embedded device and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.